Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (won¿t power on) has been confirmed. Upon investigation, the monitor would not power up. The inability to power up was isolated to liquid contamination of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.